Manufacturer narrative:
The section b5 has been corrected and updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient who was receiving baclofen (lioresal) via an implantable pump for unknown indications for use. It was reported that at a 10 day follow-up post- implant appointment, it was noticed that the pump pocket wound was dehisced and breaking down. Patient was referred to wound care. For the pump pocket revision, versajet was used to clean the pump pocket. It was unknown if the issue had resolved at the time of this report with patient's status being "alive-no injury". The patient's weight and medical history was asked but made unknown.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient who was receiving baclofen (lioresal) via an implantable pump for unknown indications for use. It was reported that at a 10 day follow-up post- implant appointment, it was noticed that the pump pocket wound was dehisced and breaking down. Patient was referred to wound care for the pump pocket revision, versajet was used to clean the pump pocket. It was unknown if the issue had resolved at the time of this report with patient's status being "alive-no injury". The patient's weight and medical history was asked but made unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.